Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/21/2014 with the following findings: unable to duplicate complaint. The last bolus and the last basal delivery were on (B)(6) 2014. Black box shows on (B)(6) 2014 22:46 an unexplained loss of prime event; deliveries resumed when pump was primed at (B)(6) 2014 20:44. Pump was manually suspended on (B)(6) 2014 12:06 and manually resumed at 15:10. Manually suspended at (B)(6) 2014 19:59 and manually resumed 20:31 the tdd¿s add up correctly and reflect the users programmed basal rate. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unrelated to the complaint, the display screen has a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. Patient also alleges a blood glucose (bg) value >250 but < 500 mg/dl, with no symptoms. The bg excursion does not meet the animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.